Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the technician skipped the steps where the maj-1888 single use soft brush was needed. When the ess noted that the staff was missing this step, the staff tried to find the brush and apparently the staff never had the brush or used the brush. The ess advised the infection preventions personnel to stop using the scope on a patient until the facility ordered the appropriate brush and had a reprocessing in-service. The facility ordered the brush right away. The in-service date was pending. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a facility review summary for the evis exera duodenovideoscope due to a positive culture. An olympus endoscopy support specialist (ess) visited the customer and noted during the review that the scope was being reprocessed incorrectly. No patient harm reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The instructions for use (IFU) states: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor complaints for this device.